Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device, "bubbled up and there was a smell of burnt plastic." Customer reports their device was too hot to hold and burn marks were observed. It is unknown at this time if the device was too hot to hold and "bubbled up" during testing or while charging. It is unknown if the charging cable used was the cable supplied by adc for use with the libre device.¿ there was no visible smoke, fire or explosion. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on (B)(6)2023. Adc field action fa1005-2023 was issued to the us (B)(6)2023 .